Event description:
Pt status post prostatectomy. Pt had pain in lower abdomen. Minimal bloody urine output. Cystogram done. Pt sent to surgery. Physician found foley balloon deflated, and removed foley. Another foley reinserted with cystoscope.